Event description:
Patient had peg, endovive 20 fr, placed and reported approximately 4 months afterward to physician that the peg broke. The patient brought the peg to physician. The inner balloon stopper is gone, presumably 'broken off' inside stomach. The patient had a new peg placed and no harm came to the patient as a result of this event. The device was saved to be returned to the manufacturer. Manufacturer response for tubes, gastrointestinal (and accessories), endovive standard peg kit (per site reporter). The device will be returned for failure analysis.